Manufacturer narrative:
Source of the error is human so the starting likelihood is probable. Touchguards are added preventative mechanisms that cannot possibly detect all collisions with the bld. It is typical to check for clearance before performing an asu and given that the person operating the machine is a trained user, the likelihood of a collision is reduced to occasional. In most cases, the operator controls the machine either from the treatment room or from the control room by watching the cctv. So, the likelihood of a collision is further reduced to remote. The likelihood of problem re-occurrence wherein all four micro-switches were badly adjusted such that pull/lateral activation is not detected and the touchguard ring collided with the patient in lateral direction is improbable. The worst case severity of such a collision with the patient would be major. Therefore, in worst case scenario, the estimated level is rv4 (major * improbable).

Event description:
Upon rotation of the accelerator, the machine head has compressed the abdomen of the patient. The touchguard did not interrupt the movement of the accelerator (head). The patients abdomen was compressed, they urinated on the table, and their back was hurt.